Event description:
A customer reported that they were obtaining imprecise readings on their precision xtra blood glucose meter. The customer obtained readings taken within a ten-minute timeframe of 8.1 mmol/l and 1.1 mmol/l at 6:05 am. Each reading was plotted against the average on a parkes error grid. The results fell in the 'b' and 'c' zones. The 'c' zone result is considered to be clinically significant. The customer did not make any changes to their medication based on these readings. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B)(4). The customer's meter and test strips have been requested for investigation. A follow up report will be submitted if the products are returned.